Event description:
During verification testing at the service center, the device did not alarm when air was present in the tubing distal to the device.

Manufacturer narrative:
Testing and investigation found the device did not detect air in line. This was due to air sensor threshold out of specification. The cause is that during mfg, the air sensor threshold of the device was incorrectly set at 2 adc (analog to digital counts) instead of the required 30 adc. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).